Event description:
While using a byte night aligners, patient reported that they were examined by their dentist that recommended them to cease aligner treatment. The patient was referred to an orthodontist to correct the crossbite that they have.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.